Event description:
It was reported when using the bd¿ syringe there was a damaged/deformed product - device is operable. The following information was provided by the initial reporter. The customer stated: "when opening the package a crack (3 cm) was found at the scale part of the barrel."

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided lot number 2103186. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples were obtained for further evaluation by our quality engineer team. Through examination of the retained samples, no signs of defect could be identified. The material used to manufacture the discardit syringes has been selected and tested to resist normal conditions of use. The assembly machines have an in-line detection system that inspects all product and automatically rejects any broken syringes. We believe that the syringe barrel most likely broke as a consequence of strong conditions during handling or transport of the product post-production. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd¿ syringe there was a damaged/deformed product - device is operable. The following information was provided by the initial reporter. The customer stated: "when opening the package a crack (3 cm) was found at the scale part of the barrel."